Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be implanted. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.